Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The emitter interface was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The emitter interface was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: em intfce 9735825 s8 em instr intfce. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying the instrument interface as faulted in the software and the fault light on the interface was also on.